Event description:
Device complication: none time of complication: one day post precedure/during hospitalization symptoms; small central visual field defect involving left eye during hospitalization the patient experienced a small central left retinal infarct. The patient noticed a very small central visual field defect involving his left eye. It was thought to be an embolus to the central portion of the left retina, involving 5% of his left visual eye field. The patient declined a head MRI as well as an ophthalmology appointment. The patient stated he has had over 50 laser eye surgeries for his diabetic retinopath and this does not particularly concern him. No additional information is available.